Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of a heavily calcified femoral artery after an interventional procedure. Reportedly, after the physician pressed the trigger to deploy the clip, a click was heard and an attempt was made to remove the device. The physician could not remove the device and a vascular surgeon performed a subcutaneous intervention to remove the starclose device. Hemostasis was achieved using a single suture. Reportedly, it is the physician's opinion that the clip remained in the device. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.